Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent surgery for umbilical hernia on (B)(6) 2016 at (B)(6) hospital at (B)(6) in (B)(6) and mesh was implanted. Post recurrence of hernia, the patient went to (B)(6) hospital at (B)(6) in (B)(6) 2016. He was under the consultation of dr. (B)(6). The second surgery for repair of hernia recurrence was performed on (B)(6) 2016 with mesh. No additional information was provided.